Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastrectomy, 10mm endo clip applier was inserted into the following product, which during its process. The operator felt the product's upper seal was looser than usual and pneumoperitoneum leak and decided to switch the trocar in the danger of seal falling into abdominal cavity.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the trocar assembly revealed damage to the circular seal. The obturator was received inserted into the trocar stretching the envelope seal due to prolonged insertion. Functionally, the obturator was inserted into the trocar with no binding or difficulty. The obturator locking tabs functioned properly. The instrument was applied to test media; the blade tip penetrated cleanly and completely through the media, allowing the cannula to pass through. In addition, the trocar failed the air leak test due to the damage to the circular seal. The trocar envelope seal failed an air leak test due to the stretched seal. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.